Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') and bell's palsy ('neurological conditions or problems type: bell's palsy') in a 33-year-old female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included aura, migraine, anxiety, fibroids and paratubal cyst. Concurrent conditions included leiomyoma of uterus, unspecified and uterine bleeding. Concomitant products included ethinylestradiol;norethisterone acetate (junel fe 24) since (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic vaginal infections"). In 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: I had hives all over my body"). On (B)(6) 2016, the patient experienced bell's palsy (seriousness criterion medically significant), 5 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and intermenstrual bleeding ("frequent bleeding between cycles/ metorhagia (bleeding b/w periods)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("pain (abdominal)"), back pain ("pain- back/lower back pain"), abdominal pain upper ("stomach pain") and urinary tract infection ("uti") and was found to have uterine leiomyoma ("fibroid") and neoplasm ("tumors"). The patient was treated with antibiotics, ibuprofen, ibuprofen (motrin) and surgery (essure removal procedure, salpingectomy). Essure was removed. At the time of the report, the genital haemorrhage, bell's palsy, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, urticaria, migraine, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, fatigue, weight increased, abdominal distension, intermenstrual bleeding, abdominal pain upper, uterine leiomyoma, urinary tract infection and neoplasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, bell's palsy, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, neoplasm, pelvic pain, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 209 lbs. Discrepancy noted in insertion date- (B)(6) 2011 the plantiff received treatment for genital haemorrhage, menorrhagia, metrorrhagia, urinary tract infection. Lot number: 774378 manufacturing date: 2010/08 expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') and bell's palsy ('neurological conditions or problems type: bell's palsy') in a (B)(6) year-old female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included aura, migraine, anxiety, fibroids and paratubal cyst. Concurrent conditions included leiomyoma of uterus, unspecified and uterine bleeding. Concomitant products included ethinylestradiol;norethisterone acetate (junel fe 24) since (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: chronic vaginal infections"). In 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: I had hives all over my body"). On (B)(6) 2016, the patient experienced bell's palsy (seriousness criterion medically significant), 5 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and intermenstrual bleeding ("frequent bleeding between cycles/ metorhagia (bleeding b/w periods)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("pain (abdominal)"), back pain ("pain- back/lower back pain"), abdominal pain upper ("stomach pain") and urinary tract infection ("uti") and was found to have uterine leiomyoma ("fibroid") and neoplasm ("tumors"). The patient was treated with antibiotics, ibuprofen, ibuprofen (motrin) and surgery (essure removal procedure, salpingectomy). Essure was removed. At the time of the report, the genital haemorrhage, bell's palsy, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, urticaria, migraine, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, fatigue, weight increased, abdominal distension, intermenstrual bleeding, abdominal pain upper, uterine leiomyoma, urinary tract infection and neoplasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, bell's palsy, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, neoplasm, pelvic pain, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted in insertion date- (B)(6) 2011. The plantiff received treatment for genital haemorrhage, menorrhagia, metrorrhagia, urinary tract infection . Lot number: 774378, manufacturing date: 2010/08, expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Reporter information, patient medical history, removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.